Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that high capture threshold and low sensing was observed on the rv lead. Patient was asymptomatic due to lv lead capturing and pacing regularly. Physician felt the lead was placed in a bad position therefore elected to insert a stylet to reposition the lead but was unsuccessful with helix not retracting on the rv lead. The rv lead was explanted and a new lead was implanted. Patient is stable post procedure.